Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 190mg/dl at the time of the incident. Customer states that the top lip of his reservoir compartment has come off while in pocket and slide down the tubing. Customer states that reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had missing retainer, missing reservoir tube o-ring, severely scratched display window, scratched case, fading serial number label and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir does not remain locked in place due to missing retainer.